Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that patient went in for a routine refill on (B)(6) 2023. Prior to the refill, they expected to withdraw about 4ml of medication but they were not able to. The pump was dry, so they did the refill anyway. 20ml of drug was put into the pump. By the time the patient got to the waiting room to wait for her husband to pick her up, the patient was lethargic and not breathing. The patient was given narcan. The patient did respond to narcan and ended up in the intensive care unit (ICU) and was on a narcan drip overnight. The next day, the hcp wanted to order an x-ray to check the drug reservoir and also wanted to do a catheter dye study. The dye study was completed. The catheter was intact and there were no issues. The hcp then aspirated 0.5ml of drug and cerebrospinal fluid (csf) and pushed contrast through. Then they did a "routine catheter access port (cap) chamber catheter bolus" and the patient was fine. On (B)(6) 2023, the infusion center reported that theycould not get any drug out of the pump and "they thought they were in the reservoir". Additional information received from the healthcare provider (hcp) on (B)(6) 2023 indicated that the patient experienced sedation. There was "probably a refill issue". Pump interrogation did not reveal any problems. A partial pocket fill could not be confirmed, but aspiration revealed less than the expected volume. The cause of the event was undetermined. The cause of the volume discrepancy that occurred prior to the refill was not determined. When asked if the event resolved, the hcp stated "yes, she is fine" and they were going to proceed with a revision since the pump was due to be removed within a year anyway. The patient's weight at the time of the event was asked but was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (concentration and dose unknown) via an implantable pump for spinal pain. It was reported that the patient came into the emergency room (ER) shortly after a pump refill this afternoon. She stated the patient was waiting after the refill and someone found her slumped over. The hcp talked with someone at the  clinic infusion and he stated they got out ~0.5 ml and expected 4 ml, but didn't think anything went wrong with the refill. She said they also checked their records and think the pump was programmed correctly. It was reported someone had talked with the doctor as well. The pump had not been aspirated to check for the volume and the caller was unfamiliar with pumps. They were giving the patient narcan, but was suspecting some drug might have gone sub cutaneous. Redirected to nas to contact local rep for assistance.